Event description:
Incomplete seal observed on several packages (9 foiled pouches) prior to use. Each foiled pouch contains one sterile blade. No patient injury was reported.

Manufacturer narrative:
The problem was identified as a shift registration error in the packaging equipment. The problem has been addressed by correcting the equipment misalignment. An evaluation of returned product built before and after the complaint lot from the distribution centers suggests the likelihood of occurrence is extremely low. The evaluation also suggests that the unsealed package would be very likely detected by the user. There has only been the single complaint reported for the lot identified.